Event description:
It was reported that the patient had two leads and one of them had one contact with high impedance. Impedance was checked in the operating room and all contacts of the lead were high. At reprogramming the patient felt good and paresthesia was like it was before so nothing more was done. No action was required. This was related to component, lead 2. The device was interrogated and interrogation and data was normal for the patient on (B)(6) 2015. The issue was resolved without sequelae on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 34872847, lot# b0297867k, implanted: (B)(6) 2004, product type: lead. Product ID: 34872847, lot# b0297866k, implanted: (B)(6) 2004, product type: lead. Product ID: 7489000103, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 7489, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 74002, lot# 0209116636, product type: adapter. (B)(4).